Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the infusion set cannula was bent. Customer's blood glucose was 400 mg/dl. No troubleshooting was done on the insulin pump. Customer will not be returning the device for analysis.